Event description:
It was reported that the pipeline was unusually stiff during partial deployment. The physician was unhappy with the placement and decided to remove the entire system and start again. While resheathing the pipeline, there was resistance at the catheter hub and the stent was not able to be fully resheathed into the plastic protective sheath. The catheter was flushed continuously with heparanized saline. There was no catheter or pushwire damage. Angiographic result post procedure was partially successful as all aneurysms were not covered by the stents placed due to stock limitations. The patient was undergoing surgery to treat multiple saccular aneurysms of the internal carotid artery, right posterior communicating artery, ophthalmic artery, and anterior choroid artery with a max diameter of 4mm and a neck diameter of 3mm. The distal landing zone was 4mm, and the proximal landing zone was 4.75mm. It was noted the vessel tortuosity was moderate. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU. The pipeline was not used for an indication that was not approved. Dapt (dual antiplatelet treatment) was administered. Pru level was indicated as act 289.

Manufacturer narrative:
(B)(6). The pipeline flex w/ shield and phenom-027 micro catheter were returned for analysis. No flash or voids molded were found within the phenom-027 micro catheter hub. No damages or anomalies were found with the hub. The phenom-027 micro catheter was found kinked at ~4.6cm from the distal end. No damages or irregularities were found with the distal tip or marker band. No damages were found with the pipeline flex w/ shield proximal pusher. The hypotube was intact and unstretched and ptfe shrink tubing was found undamaged. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. The resheathing pad was found damaged. The distal and proximal dps restraints and dps sleeves were found broken and loose on the distal wire. The tip coil was found damaged. One braid end was found damaged and frayed. The middle braid was found flattened and the other braid end was found tapered, damaged and frayed. The phenom-027 micro catheter total length was measured to be ~158.7cm and the usable length was measured to be ~152.2cm, which is within specification (specification: total (ref) = 156.5cm; usable = 150cm ± 5cm). The inner diameter was measured to be 0.027¿, at both ends which is within specification and compatible for use with the pipeline flex w/ shield. The catheter was then tested by running an in-house 0.0260¿ mandrel through microcatheter. The mandrel was inserted into the catheter hub, through the catheter body and became stuck at the kinked location. Based on the analysis findings, the customer report of ¿resistance during re-sheathing/failure to resheath¿ could not be confirmed through device analysis. Possible causes for failure to resheath are patient vessel tortuosity, resistance during delivery/retrieval, ped/delivery system damage, catheter damage, user does not maintain continuous flush, user resheaths more than two times, introducer sheath damaged or introducer sheath not fully seated into the hub. The customer report of ¿stuck in catheter hub¿ was not confirmed as no resistance was encountered at the hub. Resistance was encountered within the catheter at the kinked location. Potential causes for catheter kink are patient vessel tortuosity, guidewire or delivery system removed aggressively, catheter entrapment, or user advances/retrieves device against resistance. The braid was found damaged, the resheathing pad was found damaged the dps sleeves and restraints were found loose on the distal wire, and the tip coil were found damaged, which could have caused the resistance/failure to resheath. It is also possible that the damage occurred due to retracting the device against the reported resistance. As the braid was returned already deployed and unprotected, it is not known how much damage had occurred during the procedure. As the introduc ER sheath was not returned for analysis, any contribution of the introducer sheath towards the resistance and failure to resheath could not be determined. If information is provided in the future, a supplemental report will be issued.